Event description:
Reportedly, during a scheduled follow-up, the pacemaker involved in this MDR report could not be interrogated. As end of life was strongly suspected, the device was replaced and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.